Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed as a loss of connection over one hour. The probable cause was a loss of connection due to the patient manually closing the app. The reported event of no readings is reportable based on the finding of loss of connection for over one hour. No injury or medical intervention was reported.